Event description:
Information was received indicating that the over-temp alarm occurred to a smiths medical level 1® hotline® blood and fluid warmer. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation. The device was recieved in fair condition with evidence of scuffing on the case. The device was manufactured in 2012. The technician installed a test tool and powered the unit on. The technician then tested the low fluid switch by pressing the actuator down and using a plastic tube. The low fluid alarm activated when this was done. The techician then pressed the general alarm test switch and both the visual and audible alarms were activated. The over temperature alarm switch was then tested and passed at original set point. The front cover was removed and investigated further. The lcd display was accurate displaying 41.9 degrees. The circuit board was not damaged. The glyptal seal was broken indicating that the customer may have been turning the lcd and overtemp potentiometers to make adjustments to the pcb. The device was determined to be operating as intended. The device did not did not exhbit over temperature during investigation. The customer's complaint could therefore not be confirmed.